Event description:
The following info was reported: balloon loss of pressure, manual pressure of 30 minutes was required, with 4 hours of bed rest before the pt was discharged. Procedure: peripheral. Stick location: right common femoral artery. Vessel size: 6mm.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.